Event description:
It was reported by the clinic that they did not receive an alert from the remote monitor until approximately two days after the patient had died, as reported by the patient's family member. Information identified in the manufacture's data base indicated the patient died approximately eleven months post of the implantable cardiac defibrillator (ICD) system. A cause of death was requested and not received.

Manufacturer narrative:
The device (B)(4) and the monitor (B)(4). There is no remedial action code for these products. Further investigation regarding the complaint of the missed carealert was completed. Review of the ICD device information for the patient revealed although the patient had a vt/vf episode, the alert for vt/vf episode was programmed off, which means even though the patient had episodes, the monitor would not transmit because the alert is not enabled. Of further note regarding the alert received on (B)(6) 2011, the patient had a lia alert trigger which was timely. Consequently this has prompted a change in the device analysis results. Conclusion: attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the clinic that they did not receive an alert from the remote monitor until approximately two days after the patient had died, as reported by the patient's family member. Information identified in the manufacture's data base indicated the patient died approximately eleven months post of the implantable cardiac defibrillator (ICD) system. A cause of death was requested and not received.